Event description:
The customer reported that they cannot calibrate the touchscreen. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11/sep/2018. Date received by manufacturer: 11/jun/2018. The touch screen was returned for evaluation. The visual inspection of this touchscreen revealed that the unit glass was cracked. No testing can be performed on this unit due to the physical damage. The customer returned touch screen was struck with enough force to damage this unit.